Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that too much air was able to be removed from the cartridge during the air removal step of the load sequence. The customer continued to fill the cartridge with insulin and used the cartridge for insulin therapy. The customer's blood glucose (bg) was in the 350-380 mg/dl range with moderate ketone level reportedly identified as dangerous (diabetic ketoacidosis). Reportedly, customer's husband assisted customer with treating bg. Bg was treated by performing a supply change and delivering a bolus using the pump. The customer loaded a new cartridge successfully and resumed insulin delivery.